Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device worked amazingly for the first year. Pt then states had pelvic floor surgery(unrelated) and everything was messed up as device turns off programs and the leads may have shifted during the procedure. Agent redirected to hcp to get images done of device. Pt later clarified can not get all 7 programs to remain on and  stated that it keeps shutting off and something is wrong with it .agent reviewed can only have one program on at a time and therapy turns off as a safety feature. Pt confirmed understanding and stated thought all 7 had to be on. Pt states has been having back pain; pt was not clear if due to implant or pelvic floor procedure. Pt then states pelvic floor surgery was not necessary and is looking to reverse the procedure. Agent walked pt through turning therapy on and increasing therapy strength. Pt states felt comfortable stimulation and then is no longer feeling. Agent reviewed normal stimulation adaptation. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said they had pelvic floor surgery on (B)(6) 2021 and since then, there have been nothing but issues with what once was the most perfect solution for fecal incontinence. The patient saw the healthcare provider (hcp) and the device was off for reasons unknown. They went to nyc and did not go through tsa but around to special screening but was so miserable in nyc and was in constant need of restroom. They spoke with manufacturer representative (rep) and they showed them another method to set program device. The patient said they are having many issues, severe diarrhea and constipation. They believe it has all been caused by unnecessary pelvic floor surgery that possibly lays on wires or created scar tissues. They have tried needless pelvic floor therapy and pain managements. No further complications were reported.